Event description:
Follow-up information was received from a consumer via a manufacturer representative (rep), reporting that on (B)(6) 2017, they were on their way to see the patient and thought that the patient's ins might be in overdischarge. The rep reported back on (B)(6) 2017 that they were unable to connect to the patient's ins with their clinician programmer, patient programmer or recharger. The rep reported that they first tried using an antenna locate on the rep's recharger, with no success. The rep reported that when they started the physician mode recharge (prm) the recharger showed a power on reset (por) message. The rep charged the patient's ins to a quarter charge then cleared the por. The patient reported that they didn't really recharge during construction season and then hunting season. The patient reported that they tried recharging a week ago and couldn't. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient had not charged the implant for 2-4 weeks prior to this report due to being busy. It was noted that the patient tried charging two days prior to this report and had a reposition antenna screen on the recharger. It was noted that the ins died a couple weeks prior to this report. The last successful recharge was reportedly 2-4 weeks prior to this report. The patient programmer showed poor communication message while trying to sync with the ins. No further complications were reported.